Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. This event is attributed to the user not replacing their empty insulin cartridge.

Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a reported blood glucose (bg) level over 500 mg/dl. According to the user's partner, the user was found alone with elevated bg and an empty insulin cartridge in the ilet and was then driven to the hospital. The user was admitted and treated with intravenous insulin. The event was associated with missed cartridge filling due to reported memory issues. No long-term effects were reported.